Manufacturer narrative:
Section a2 age or date of birth: unknown/not provided. Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section b3, date of event: unknown/not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s eye. The patient is extremely unhappy, blurry vision, and has hyperopic surprise. Initially, the doctor planned on explanting the lens on (B)(6) 2026. However, the iol was too difficult to remove. The doctor repositioned it instead and used sutures. No further information was provided.